Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 3.2 was forced the cubies to eject and deleted them. There were currently a few cubies that were not successfully ejected. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer found read/write errors on main 3.2. The pockets had been removed prior to arrival. The engineer reseated the row board cable at the controller and the retractor bands. Sharp edges in the rear chassis were also smoothed. The system functioned as intended after the field service engineer repaired the device.